Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that after transseptal puncture when switching from an sl0 sheath to a carto vizigo¿ 8.5f bi-directional guiding sheath - small, the inner cylinder was removed, and blood flowed out from the hemostatic valve. There¿s no indication that the backflow blood was excessive nor that the patient¿s hemodynamics was compromised or that medical/surgical intervention was required. The sheath had to be replaced. The procedure was successfully completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Given the flowback blood through the hemostatic valve, this event was assessed as a MDR reportable ¿hemostatic valve-separation¿ issue as it was most likely the issue occurred due to a malfunctioning/dislodged valve; however, it wasn¿t assessed as a patient event since there was no indication of hemodynamics disruption or interventions.

Manufacturer narrative:
Initially it was reported that the event was assessed as a hemostatic valve separation. The biosense webster, inc. Product analysis lab received the device for evaluation on (B)(6)2021. The biosense webster, inc. Product analysis lab observed on (B)(6)2021 that the device was received in the condition reported as the hemostatic valve was dislodged inside the hub of the device. This issue remains assessed as MDR reportable. The device evaluation was completed on (B)(6)2021. It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that after transseptal puncture when switching from an sl0 sheath to a carto vizigo¿ 8.5f bi-directional guiding sheath - small, the inner cylinder was removed, and blood flowed out from the hemostatic valve. There¿s no indication that the backflow blood was excessive nor that the patient¿s hemodynamics was compromised or that medical/surgical intervention was required. The sheath had to be replaced. The procedure was successfully completed without patient consequence. A visual inspection was performed to the device and it was found that the hemostatic valve was dislodged inside the hub of the device. The issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. An internal corrective action has been opened to investigate the conditions observed on the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).